Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the saline breast implant was found to have a tear on the anterior view, measuring approximately 2.7cm. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast augmentation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2023. Two devices returned for evaluation. Both of which had no lot or identifying side designations. As such, both devices were inspected, and both discovered to have damage. Since both devices were damaged, this file was created to document the event. This report is for device b. Refer to manufacturing report number 1645337-2023-11081 for the contralateral event.